Manufacturer narrative:
The device has been received from the user facility. The investigation has not been completed at this time. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility was to implant a patient (unknown age, race, gender) with an impella cp for circulatory support. When the cp was connected to the automated impella controller (aic) there was an error message stating the optical sensor was defective. The team exchanged the aic but that did not resolve the error message. The team then used a new impella cp and the error message was eliminated. There was no patient harm.

Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device and the data logs were returned for evaluation. Upon visual inspection of the device, a kink was observed. The light continuity test was done, and the light test was passed. Performed the optical bench service and verified that the 5s parameters were in nominal range. The device functioned/operated to specification with flow of 3.9 l/min at auto. No other abnormalities were found. Data logs were reviewed which revealed pump stop alarms and a significant increase in gain, signal-to-noise (snr) and lamp being maxed out and contrast greater than 40%. The cause of the optical signal failure was most likely an air gap from between the aic and the patient cable plug during the case run. The cause of the pump did not start issue was not determined with high motor current pump stop observed per log review and the issue not being reproduced during field investigation.